Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that an invasive procedure was performed to reposition this implantable atrial lead after it dislodged. No adverse pt effects were reported. The info provided indicated this lead remained implanted. No additional info available at this time. Should more info become available, this event will be reopened.